Manufacturer narrative:
The autopulse platform ((B)(4)) was returned for preventive maintenance and as part of routine service during testing, the platform was examined and displayed user advisory (ua) 02 (compression tracking error) after 2 minutes of compressions on the user control panel. The root cause is due to a defective load cell. The autopulse platform is a reusable device and was manufactured in 26 sep 2008. It has exceeded its expected service life of 5 years without any reported issue. After replacement of the load cell, the device was tested to full specification and passed all final specifications without any further issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform ((B)(4)) was returned for preventive maintenance. As part of routine service, the device was tested and during functional testing the platform displayed user advisory (ua) 02 (compression tracking error) after 2 minutes of compression.